Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the underinfusion was noted by the nurse 24 hours after the start of therapy and 48 hours after the start of therapy. This occurred during infusion of fluorouracil. It was reported that the patient did not receive the total volume of the drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, the reporter stated that the event occurred between (B)(6) 2014. The device was manufactured between december 2, 2013 ¿ december 3, 2013. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.